Event description:
The customer reported approximately one half cup of diluent fluid leaked underneath the instrument when turning on the unit involving the coulter act diff 12 analyzer. The customer had personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed pinch valve lv14 stuck and corrected the pinch valve to resolve the issue. The fse completed system startup and controls to verify operation. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).